Event description:
It was reported the colonovideoscope had black screen. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, error b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event when plugged in screen stayed black was cause due to no image. The most probable cause of the malfunction error b30 (scope communication error) was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.